Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead showed an abrupt increase in pacing impedances from normal, within range to high, out of range values. A lead safety switch (lss) was triggered, and a lead fracture was suspected. Furthermore, noise was observed after the lss. Technical services (ts) recommended taking the patient into office for reprogramming back to bipolar, check impedance values and try to reproduce noise. As the patient has a low percentage of ventricular pacing, they could leave the lead in unipolar if physician decides. The rv lead remains in service at this time. No adverse patient effects were reported.